Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire scraped when it was moved inside the catheter lumen. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The guidewire was scaping against the lumen when it was moved inside the catheter and resistance was felt. The guidewire was replaced, but the resistance was still felt. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.